Event description:
Consumer called to report her questioning the accuracy of her meter. Readings are very erratic. Analysis run on clark error grid using mean avg readings (270) as reference point vs. Bd readings (385, 221, 223, 252, 277) yielded some data points in the c range of the grid, outside acceptable limits.